Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 230 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient was getting relief from their spasticity, but not enough in the lower extremities, so the decision was made to lower the catheter to the lumbar spine. It was noticed that the cerebrospinal fluid (csf) wasn't flowing. They were not able to aspirate any csf through the catheter when the surgeon disconnected it from the pump. The entire pump and catheter were replaced with a new system. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The event date was noted as (B)(6) 2016 and was an approximate date. It was further reported the pump was replaced with 37 months eri (elective replacement indicator). The explanted pump was operating with no issue. The pump was replaced due to moving the catheter and they wanted to replace early to prevent additional surgeries. It was noted the patient status after the device was removed was recovered without sequela. The reason for the infusion device removal was wanting more spasticity relief in the lower extremities. No rotor study or dye study were performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter, model# 8709 , serial# (B)(4), found no significant anomalies. Foreign material deposits were seen on the catheter surface approximately 30 cm from the pump connector. A slice cut was also seen at the suture ring of the connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.